Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms after performing a supply change. The customer¿s blood glucose (bg) level was 138mg/dl. The customer performed troubleshooting prior to contacting tandem technical support (cts) and observed insulin exiting the infusion set tubing leading the customer to believe the occlusion was site related. Cts educated the customer in regards to causes of occlusion alarms relating to the sites and recommended the customer to speak to their healthcare provider in regards to site and infusion set selection. No troubleshooting was performed therefore the possible cause of the occlusion alarm was not verified.